Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 135, 285 and 389mg/dl. Tests were done within 10 mins. Pt also indicated that they had been testing on their palm with the meter. Pt did not experience any adverse events. No further info has been reported.